Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter burette set disconnected from a bag of magnesium sulfate. This issue was further described as, ¿burette connected to bag of mag sulfate when using the burette clamp, the entire tubing became disconnected from the bag of medication¿. This issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.